Event description:
It was reported that the battery of a t:slim x2 pump would not charge, with a power source alert indicating the issue. The malfunction did not lead to a pump shutdown or inability to turn it back on, and there was no adverse impact to the customer¿s blood glucose level. The problem resolved itself, and the pump began charging without the need for the customer to change charging supplies or seek further assistance.